Event description:
The pt fell asleep and did not wake up for 28 hours. She then reported experiencing being cold, incontinent, disoriented for 90 minutes and with a massive headache. The hcp reported the symptoms resolved and the pt experienced no episodes like that since then. The hcp reported "not definitely related to pump." The pt recovered without sequela.